Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: triathlon p/a cr beaded #3l; cat# 5517f301; lot# d3h4d, tritanium bplate triathlon s3; cat# 5536b300; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
As reported: "this patient had a left knee arthroplasty performed on (B)(6) 2019, which subsequently developed wound healing issues. [Surgeon] was consulting and took the patient to the operating room for wound exploration and closure today....upon examining the wound in the operating room, a defect in the arthrotomy was noted. There was concern for infection. She was therefore indicated for irrigation and debridement of her total knee with polyethylene exchange". A 3x9 cs insert was swapped for a device of the same catalog number. Update: patient's infection was clinically confirmed. Rare pseudomonas aeruginosa.

Manufacturer narrative:
An event regarding infection involving a triathlon insert was reported. The event was confirmed by medical review. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Medical records received and evaluation: a review of the provided medical information by a clinical consultant indicated: an infectious complication developed within three weeks post primary arthroplasty with triathlon knee devices requiring irrigation & debridement with bearing exchange for treatment. Infection was confirmed by bacteriological cultures showing presence of pseudomonas aeruginosa, a typical hospital pathogen. Adjunct treatment was initiated with appropriate antibiotics to further suppress the infection although there is no information on late outcome. Does the review identify any procedural related factors that contributed to the event? Infection is primarily a procedure-related complication generic to every arthroplasty with sometimes additional patient-related risk factors does the review identify any patient related factors that contributed to the event? Morbid obesity bmi=41 represents a risk factor for infection. Does the review identify any device related factors that caused or contributed to the adverse event? No device-related factors are associated with any of the implanted devices. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there have been no other similar events for the lot referenced. There have been no other similar events for the sterile lot referenced. Conclusions: medical review concluded: an infectious complication developed within three weeks post primary arthroplasty with triathlon knee devices requiring irrigation & debridement with bearing exchange for treatment. Infection was confirmed by bacteriological cultures showing presence of pseudomonas aeruginosa, a typical hospital pathogen. Adjunct treatment was initiated with appropriate antibiotics to further suppress the infection although there is no information on late outcome. A microbiological assessment was provided by a member of the microbiology team which noted the following: due to the nature of the organism isolated - susceptible to various modes of sterilization - and the sterilization methodology employed by stryker, it is not possible that pseudomonas aeruginosa could have originated from the implants. The exact cause of the event could not be determined although medical review stated that infection is primarily a procedure-related complication generic to every arthroplasty with sometimes additional patient-related risk factors. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
As reported: "this patient had a left knee arthroplasty performed on (B)(6) 2019, which subsequently developed wound healing issues. [Surgeon] was consult in and took the patient to the operating room for wound exploration and closure today....upon examining the wound in the operating room, a defect in the arthrotomy was noted. There was concern for infection. She was therefore indicated for irrigation and debridement of her total knee with polyethylene exchange". A 3x9 cs insert was swapped for a device of the same catalog number. Patient's infection was clinically confirmed. Rare pseudomonas aeruginosa.